Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the patient turned up the stimulation, she gets "zapped". The patient was unable to get a hold of her physician. Additional information was requested.